Event description:
On the 6th june 1999 a 1ml bd microfine syringe (lot e9e05) was used with the autoject 2 device to administer the patient's growth hormone (saizen). When the device was "fired" the syringe fractured. The fracture occurred just underneath the "wings" at the top on the syringe. The child was in discomfort following the initial injection, and when the child's mother tried to remove the needle from the child's arm, she found it very difficult. Once removed the mother noticed that a few millimeters were missing from the tip of the needle. The doctor's interpretation of the events, are that perhaps the needle had been pushed through the soft tissues and into the bone, making withdrawal of the needle difficult. When the mother managed to remove the needle it fractured, leaving the needle tip in the child's arm. Following this incident the child was then admitted for assessment. Radiographs of the child's upper arm confirmed the presence of the needle tip residing in the soft tissues. As the needle tip was not readily apparent clinically, the orthopaedic surgeons advised that conservative management was preferred as the child was essentially pain free, without any visible evidence of haemorrhage or inflammation. The invasive surgery, involving a 7-8cm incision required, to locate the needle tip was deemed inappropriate. The child has received a course of antibiotics and presently remains well.